Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to low blood glucose levels, with a reading 25 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. However, the customer stated that the insulin pump was exposed to an MRI scan about a month ago. Advised the customer that the insulin pump would be replaced as a precaution. Nothing further was reported.